Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had no seal. It was unknown whether the device had regrasp alert, end tone and energy delivered. There was no patient injury.